Manufacturer narrative:
(B) (4). Evaluation summary: the analysis results found that device a was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device opened without any difficulties noted. A batch record review was performed and no anomalies were found during the mfg process. The analysis results found that device b was returned in good visual condition and with no reload present. The firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at finished goods qa. The device was opened without any difficulties noted. A batch record review was performed and no anomalies were found during the mfg process. Device b add'l info: batch#: e5rk63, exp date: 10/2008. Damaged pinion axle support.

Event description:
It was reported that during a laparoscopic robotic proctectomy procedure, the resident at the table attempted to fire and the device would not fire. It was locked out. They exchanged for a new device and the same thing happened. The resident squeezed and broke through the lockout mechanism in the cartridge. The device fired across the vascular pedicel and it was stuck. They pried open the closing lever and firing trigger. There was no issue to the pt. It stapled enough. The device were loaded with white reloads.